Manufacturer narrative:
Failed nut in foot-end lift motor.

Event description:
It was reported by service report that the footend of the bed drifts down. No pt involvement or adverse consequences are reported.